Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0329 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2019 at around 1 pm, the infusion therapy team attended the pediatric clinical ICU to pass the catheter mentioned newborn for the use of prolonged antibiotic therapy. The procedure was initiated, a single puncture successfully on the first attempt in the brachial vein and with good blood reflux. The catheter was salinized (no changes were observed due to the lack of pressure in the catheter, making it difficult to identify the damaged area), the catheter was cut at the 18cm mark, the same saline was introduced in the patient's venous network that, due to the pressure differential, it was possible to observe and detect the damaged catheter (showing leak). A new catheter from the same batch was used and presented the same problem. Therefore, a new puncture attempt was made with a third catheter from the same lot, but without success. Then, to perform the infusional therapy, a competitor's central catheter was used. 2/4/2020 - additional information: there was no damage to the patient/health professional. The customer has passed by a procedure with central catheter. The third catheter has not thread in the new puncture and the doctor choose the central catheter. This report addresses the first device.